Manufacturer narrative:
The manufacturer previously reported a follow-up MDR for this ventilator on MDR 2518422-2016-04935-1. This MDR report was sent in error. There was no follow-up report needed for this allegation. Please disregard MDR 2518422-2016-04935-1 as no new information is available.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on and the inability to charge the battery. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs replaced to address the issue. During evaluation, the device failed a test step. The device's active exhalation control module needs replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.